Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2019. The complainant was unable to report the device brand name, upn and lot number; therefore the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific colonic biopsy forceps was used during an oesophago-gastroduodenoscopy (ogd) procedure performed in (B)(6) 2019. According to the complainant, a day post procedure, the patient experienced haematemesis and presented to the emergency department. According to the gastroenterologist, the haematemesis was secondary to post biopsy bleeding from the ogd procedure, as the patient was taking aspirin. Blood tests were taken and did not show any drop of haemoglobin or rise in urea. The patient's condition remained stable with no further episodes of bleeding. The patient was discharged with planned follow-up to evaluate the haemoglobin levels, haematinics and to consider iron infusion.